Event description:
It was reported a wire has a defect. It broke when trying to advance. Wire appeared to be frayed. Add info rcvd 5/13/2021: it was reported that the nurse had trouble threading PICC through shoulder area. When he pulled the PICC out of the patient for investigation the wire was hanging out of the tip of the PICC and when pulled on, a piece came out that had broken off.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet and one 5 fr triple lumen powerpicc solo catheter were returned for evaluation. An initial visual observation showed use residue on the returned samples. The stylet was found to be broken into two pieces approximately 4.4 cm proximal to its distal tip. Multiple bends and kinks were observed in the returned stylet. The stylet was observed to be completely removed from the t-lock. The epoxy tip of the stylet was observed to be returned. A microscopic observation revealed the break in the polyimide tubing was uneven with a rough surface texture and plastic deformation. The core wire was observed to protrude from the proximal break site and the break in the core wire was observed to be tapered, suggesting a tensile failure. Many kinks were observed in the polyimide tubing and were each found to be between magnet interfaces. A magnet at the break site was observed to be broken. The observed fracture features were indicative of catheter and/or stylet kinking, which likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez3883 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a wire has a defect. It broke when trying to advance. Wire appeared to be frayed. Add info rcvd 5/13/2021: it was reported that the nurse had trouble threading PICC through shoulder area. When he pulled the PICC out of the patient for investigation the wire was hanging out of the tip of the PICC and when pulled on, a piece came out that had broken off.